Event description:
It was reported that the customer's insulin pump was replaced and the incorrect size was sent to them. The customer's blood glucose was 12.3 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The device had minor scratched display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).